Event description:
This report was received from global pharmacovigilance (gpv) and is a physician from (B)(6) of a break in aseptic technique and bacterial peritonitis with culture positive for (B)(6)in a patient coincident with dianeal unknown therapy for continuous ambulatory peritoneal dialysis (capd). This is one of multiple reports from the same reporter. On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2009, the patient experienced acute peritonitis, manifested by abdominal pain and rated as severe. It was not reported whether the patient was hospitalized. On (B)(6) 2009, the patient received remedial therapy with vancomycin 2g, for 7 days, ip; and rimactan 600mg, daily orally. On (B)(6) 2009, vancomycin and rimactan were discontinued. On an unreported date, the patient recovered from the event of bacterial peritonitis with culture positive for (B)(6). It was not reported whether the patient was retrained in aseptic technique; therefore, the outcome for break in aseptic technique was not reported. The action taken with dianeal unknown bag was not reported. The physician reported the event of bacterial peritonitis with culture positive for (B)(6), was not related to dianeal unknown bag therapy. A causality statement for the event of break in aseptic technique and the relationship with dianeal unknown bag therapy was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.